Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2, -9.50/1.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event is reported as unknown.